Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 11 september 2024, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The annular dimensions of the native valves were perimeter 68,2 mm and area 369,3 mm. A pre-dilatation was performed by a 22mm non-abbott balloon. During procedure, due to medical decision the valve was released a bit lower, the implant depth was more than 10mm resulting paravalvular leak. According to echocardiogram and fluoroscopy the leak was severe and post dilation was performed. A new 25mm navitor valve and a new small flexnav delivery system was chosen and implanted at a depth of 3 and 4mm to resolve the situation without causing any harm to the patient. The patient was reported discharged from the hospital 48 hours after the procedure.

Manufacturer narrative:
An event of the perivalvular leak and device malposition was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The possible causes for perivalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. It was appeared to show the implant depth was more than 10 mm which was too deap than intended may have resulted in causing perivalvular leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported perivalvular leak could be due to implant depth but cannot be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as valve-in-valve was performed to treat the leak. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The annular dimensions of the native valves were perimeter 68,2 mm and area 369,3 mm. A pre-dilatation was performed by a 22mm non-abbott balloon. During procedure, due to medical decision the valve was released a bit lower, the implant depth was more than 10mm resulting paravalvular leak. According to echocardiogram and fluoroscopy the leak was severe and post dilation was performed. A new 25mm navitor valve and a new small flexnav delivery system was chosen and implanted at a depth of 3 and 4mm to resolve the situation without causing any harm to the patient. The patient was reported discharged from the hospital 48 hours after the procedure.

Manufacturer narrative:
An event of the perivalvular leak and device malposition was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The possible causes for perivalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. It was appeared to show the implant depth was more than 10 mm which was too deap than intended may have resulted in causing perivalvular leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported perivalvular leak could be due to implant depth but cannot be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as valve-in-valve was performed to treat the leak. There is no indication of a product quality issue with regards to manufacture, design, or labeling.